Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 413 mg/dl. They treated with the insulin pump. The customer¿s blood glucose level was 273 mg/dl after they ate dinner, then they had a low blood glucose. Troubleshooting was not performed. The device will not be returned for analysis.